Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076 lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead noise oversensing was seen on the electrogram (egm). It was also reported that there was no rv pacing. The patient had a syncopal episode due to no pacing that also caused a head injury. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.